Event description:
Reportedly, the device was interrogated within 20 minutes after the implantation. A message was displayed on the programmer screen and acknowledged by the cardiologist (the details of this message was not provided). During this operation, the physician was observed a pacing pause on the external ECG. An analysis about the reason of this pacing pause was requested.

Manufacturer narrative:
It should be noted this MDR report replaces MDR-2015-00754. Indeed, new information was received for subject compliant file (B)(4). Information was received within the complaint file (B)(4) opened with an unknown serial number, and no information (serial number and evidences were provided later). As soon it was identified complaint file (B)(4) was a duplicate case of complaint (B)(4), evidences provided with the two complaint files were analysed together, and the analysis conclusion was updated. It is provided only in the report attached to this MDR report.

Event description:
Reportedly, the device was interrogated within 20 minutes after the implantation. A message was displayed on the programmer screen and acknowledged by the cardiologist (the details of this message was not provided). During this operation, the physician was observed a pacing pause on the external ECG. An analysis about the reason of this pacing pause was requested.

Manufacturer narrative:
(B)(4)

Event description:
Reportedly, the device was interrogated within 20 minutes after the implantation. A message was displayed on the programmer screen and acknowledged by the cardiologist (the details of this message was not provided). During this operation, the physician was observed a pacing pause on the external ECG. An analysis about the reason of this pacing pause was requested.